Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. C. Ching, transiliac ICD implantation: defibrillation vector flexibility produces consistent success. Heart rhythm society, vol. 6, no. 7, pp. 978-983. Jul 2009.

Event description:
A journal article reported that seven patients implanted with various ventricular lead models, including medtronic models 6931, 6943, 6947, and 6949, experienced device-related infection. All devices and leads were extracted, followed by reimplantation at least 36 hours later while on intravenous antibiotics. No further patient complications have been reported as a result of this event.